Manufacturer narrative:
Model #: bat208655 - battery, concomitant medical products: yes. Returned to manufacturer: 2018-02-14. Device evaluated by MFR: yes. Device manufacture date: 2015-09-16. (B)(4). Model #: : bat208849 - battery, concomitant medical products: yes. Returned to manufacturer: 2017-09-19. Device evaluated by MFR: yes. Device manufacture date: 2015-09-17. Labeled for single use: no. (B)(4). Model #: bat210577 - battery. Concomitant medical products: yes. Returned to manufacturer: 2018-02-14. Device evaluated by MFR: yes. Device manufacture date: 2015-11-01. (B)(4). Model #: bat210583 - battery, concomitant medical products: yes. Returned to manufacturer: 2017-09-19. Device evaluated by MFR: yes. Device manufacture date: 2015-11-01. (B)(4). Model #: bat210603 - battery, concomitant medical products: yes. Returned to manufacturer: 2018-02-14. Device evaluated by MFR: yes. Device manufacture date: 2015-11-02. (B)(4). Model #: bat211018 - battery, concomitant medical products: yes. Returned to manufacturer: 2018-02-14. Device evaluated by MFR: yes. Device manufacture date: 2015-11-10. (B)(4). Model #: cac016278 - controller ac adapter, concomitant medical products: yes. Returned to manufacturer: 2017-10-04. Device evaluated by MFR: yes. (B)(4). Model #:cac013286 - controller ac adapter, concomitant medical products: yes. Returned to manufacturer: 2017-10-04. Device evaluated by MFR: yes. (B)(4). It was reported that the patient was experiencing power switching. The controller (B)(4) six batteries (bat208655, bat208849, bat210577, bat210583, bat210603, bat211018) and two controller ac adapters (cac016278, cac013286) were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis of the returned controller, batteries and controller ac adapters revealed the devices passed visual examination and functional testing. An attempt was made to replicate the issue by manipulating the batteries' connection to the controller during the analysis of the units. Results revealed that the electrical connections between the batteries and controller were stable. Log file analysis revealed that the controller, (B)(4) contained a software with a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of data files revealed power switching events due to momentary disconnections involving bat210603, bat208655 and bat208849. As a result, the reported event was confirmed. The most likely root cause of the reported power switching events can be attributed to momentary disconnections between the controller and batteries. The manufacturer has opened an internal investigation to evaluate momentary disconnections. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional devices for this complaints: heartware® ventricular assist system - battery. (B)(4) - battery / catalog number 1650de / expiration date 09/30/2016. Device available for evaluation:no. Device evaluated by manufacturer: no, not returned to manufacturer. Labeled for single use: no. Battery issue. Heartware® ventricular assist system - battery. (B)(4) - battery / catalog number 1650de / expiration date 09/30/2016. Device available for evaluation:no. Device evaluated by manufacturer: no, not returned to manufacturer. Labeled for single use: no. Battery issue. Heartware® ventricular assist system - battery. (B)(4) - battery / catalog number 1650de / expiration date 11/30/2016. Device available for evaluation:no. Device evaluated by manufacturer: no, not returned to manufacturer. Labeled for single use: no. Battery issue. Heartware® ventricular assist system - battery. (B)(4) - battery / catalog number 1650de / expiration date 11/30/2016. Device available for evaluation:no. Device evaluated by manufacturer: no, not returned to manufacturer. Labeled for single use: no. Battery issue. Heartware® ventricular assist system - battery. (B)(4) - battery / catalog number 1650de / expiration date 11/30/2016. Device available for evaluation:no. Device evaluated by manufacturer: no, not returned to manufacturer. Labeled for single use: no. Battery issue. Heartware® ventricular assist system - battery. (B)(4) - battery / catalog number 1650de / expiration date 11/30/2016. Device available for evaluation: no. Device evaluated by manufacturer: no, not returned to manufacturer. Labeled for single use: no. Battery issue. Heartware® ventricular assist system - controller ac adapter. (B)(4) - controller ac adapter / catalog number 1430de . Device available for evaluation:no. Device evaluated by manufacturer: no, not returned to manufacturer. Labeled for single use: no. Power source issue. Heartware® ventricular assist system - controller ac adapter. (B)(4) - controller ac adapter / catalog number 1430de. Device available for evaluation: no. Device evaluated by manufacturer: no, not returned to manufacturer. Labeled for single use: no. Power source issue. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that the controller exhibited power switching issues. The controller, associated batteries, and associated controller ac adapters were exchanged. No patient complications have been reported as a result of this event.